Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have had trouble for months being able to charge their implanted neurostimulator. Patient stated they can charge all the devices and set up recharging but nothing happens. Patient said it was difficult to charge the communicator but they can get it charged. Patient mentioned they recently had all three devices fully charged and they put the charger in place and it said good to excellent connection but it never charged and the reading on the stimulator was at 0. Patient spoke to a representative yesterday (B)(6) 2025 and was told to call for replacement equipment. Agent asked for event date and patient said "months and months". Patient said they get frustrated so they leave it alone but now they are taking action. Patient did not have handset , wr or communicator charged at the time of the call. Patient plugged in recharger and said the battery was blinking orange. Patient will charge the devices and call back to further troubleshoot. Additional information was received from the patient (pt). The cause of the difficulty charging was unknown. The battery had died and so not sending pulses to the nerves and bladder. When asked what steps were taken to resolve the issue, they reported they checked out that battery was not charging and had already gotten a new charge cord thinking the old one had a poor connection. It never did seem to charge like it should. They have contacted their doctor about the issue. The difficulty charging the communicator was determined to be a 5-year-old device and the battery was dead. The device was replaced with a non-rechargeable unit. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.